Event description:
It was reported by the patient's spouse that the patient's lead would not stay down. Follow-up with patient's clinic indicated that about six weeks after implant, the patient's right ventricular (rv) lead dislodged. Repositioning of the rv lead was done. Approximately two weeks after the repositioning, dislodgement occurred again. The rv lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).